Manufacturer narrative:
Customer also reported that after this event, the autopulse platform operated properly when used with a mannequin. Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that during patient use, the autopulse® platform stopped during first take-up of the lifeband. Customer reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No further details were provided.